Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: (B)(6) 2022 manta 14f closure device did not fit into manta sheath. Update as of 21feb2022 - after second attempt of manta deployment, the physician had to fold the manta sheath to prevent an excessive bleeding (lost of blood approx. 1000 ml). Additional info on 11mar2022 - after second manta, the access was closed surgically. Additional information received: "we don't have exact information on transfusion, but very likely the patient has had a blood transfusion if the blood loss is 1000ml. The bleeding is related to this complaint due to prolonged closure time of the access site. Associated to MDR: 3010252479-2022-00109 manta.

Manufacturer narrative:
Two 14f ce manta closures, two 14f sheaths, two 14f introducers, and one 14f depth locator were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. Both manta closure units did not exhibit an engaged lever. During functional testing, the engineer noted unit one was unable to pass the bypass tube through the hemostatic valve of the manta sheath. Resistance was observed and the hemostatic valve was not torn. Unit two did not have a bypass tube and was unable to be functionally tested. Minor displacement of the hemostatic valve was observed. Unit one was tested using the sheath from unit two. Resistance was observed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a evar procedure, a 14f ce manta was planned for closure in the right femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub (see mdr3010252479-2022-00109). The first manta closure unit was removed, and a new 14f ce manta closure unit was opened. Due to copious amounts of bleeding, the first manta sheath was not replaced with a new sheath. The IFU procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. While attempting to insert the second manta closure bypass tube through the hemostatic valve of the manta sheath, the bypass tube "pounded up"; and the physician had to fold the manta sheath to prevent excessive bleeding. Due to the prolonged time to closure, the patient experience blood loss of approximately 1000ml and received a transfusion; however, the number of blood units given was not reported. Information received on 11-mar-2022, indicated the access was surgically closed, no further information was reported. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. The safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.